Event description:
It was reported that patient underwent a knee surgery on an unknown date. Revision procedure was performed on an unknown date due to the tibial tray sinking medially. It was reported that patient is obese. No further information has been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Items are to be returned for evaluation. Upon return of items and completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
The explanted tibial tray was returned for evaluation. It was dimensionally inspected and all features were found to be in spec according to the drawing in force at the time of manufacture. The device history records were reviewed finding no deviation, rejection or concession. The entire lot was distributed in november 2012 and no other similar complaint has been received for this lot to date. The included tibial tray instructions for use (IFU) includes "tibial sunk" as a possible adverse effect (possible adverse effects, point 2 "fracture, loosening or subsidence of the prosthesis"). Additionally, in the provided information, it states the patient is obese. The IFU contraindications section also mentions "pathological obesity" as "conditions that increase the risk of failure". Although the cause of this event has not been identified, no evidences have been found that could relate the reported event with any raw materials, manufacturing or inspection processes of the affected device.